Event description:
A report was received that the patient underwent a pocket revision due to irritation from the ipg. During the surgery a hematoma was discovered. Fat tissue was removed during the pocket revision and could have caused the hematoma. The hematoma was treated with compressions.

Event description:
A report was received that the patient underwent a pocket revision due to irritation from the ipg. During the surgery a hematoma was discovered. Fat tissue was removed during the pocket revision and could have caused the hematoma. The hematoma was treated with compressions.